Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came to the clinic and was found to be having tachycardia with the heart rate of 118 bpm and blood pressure of 127/108 on (B)(6) 2016. The patient was also volume-overloaded; reported feeling fatigued and short of breath. Supraventricular tachycardia or flutter per clinic EKG, hence was sent to the emergency room. Emergency room physician was consulted and device was interrogated. He was in atrial fibrillation (120 bpm) with bivi-pacing. Multiple attempts with adenosine triphosphate failed and patient converted to atrial fibrillation with rapid ventricular response; he was cardioverted to sinus with the second attempt at 150 joules. Kept in-house overnight for observation. Discharged to home on (B)(6) 2016.